Event description:
A user facility reported that during laser cataract surgery, a servo error was displayed and a perforated arcuate occurred. Three sutures were required to treat the perforation. The error was cleared, and no surgeries were cancelled. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis, is in progress.a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).